Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient and was able to charge and deliver a shock. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib charges and shocks without duplicating the report. An internal inspection found no discrepancies. The front panel membrane was replaced as a precaution based on wear of the 12 year old device. The device was recertified and returned to the customer. The electrode pads used, and the clinical data were not available as part of this investigation. No trend is associated with reports of this type.